Manufacturer narrative:
H10 h3, h6: one fast-fix 360 curved needle delivery system device intended for use in treatment, was returned for evaluation. Instructions for use contains recommendations and precautionary statements for proper use of product. Please note: inadvertent twisting or over flexing of the needle track can affect deployment and may encourage unintended release or retaining of anchors. T1 was returned freed from the delivery needle tip. T2 and balance of suture were still within the delivery track. The needle was visibly bent upward and toward the left. The depth limiter was attached. Symptoms align with difficulty reaching desired anchoring location. The actuator no longer cycled or actuated due to needle damage. Conditions would also inhibit proper t2 deployment. Per instructions for use: ¿do not push the deployment slider until the needle is fully penetrated through the meniscus. Do not bend the delivery needle. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed.¿ complaint history review indicated no similar allegation for the lot number reported. Batch review did not indicate a condition or product, procedure failure that supported the allegation. No root cause related to the manufacture of the device was confirmed. Product met specifications upon release to distribution. No further investigation warranted at this time. Per medical investigation: per communications, this case reports the non-deployment of a t2 implant. The t1 implant was removed and returned with the device per the product evaluation. Per report, there were no patient injury or adverse consequences reported. The procedure completed using a back-up device. Since no patient injuries are being reported no further clinical/medical assessment is warranted at this time

Event description:
It was reported that during an acl reconstruction surgery, t1 was deployed successfully, but t2 would not be deployed. No delay reported and a back-up device was used to complete the surgery. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.